Event description:
Patient was having amiodarone drip and the pump was programmed to run at 16.66ml per hour using the medication library. It was running on a primary tubing set when the rate suddenly changed to 200ml per hour in front of the nurse and the screen was saying it is in piggyback mode running at 200ml per hour. The nurse tried to stop the pump and disconnected it from the patient.